Manufacturer narrative:
The device was not returned to mmd for evaluation. A DHR review was completed and did not show the currently reported issue. Because the device was not returned to mmd an investigation could not be completed. This report will be updated if the device is returned to mmd.

Event description:
The initial reporter stated that the pump appeared to be running, but the formula was not moving. Mmd did follow up with the initial reporter who stated that there were no adverse effects to the patient and the pump was replaced. No additional information was provided. (B)(4).